Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device to pace a patient when the device's display went completely black and the device stopped pacing. This can be indicative of a device lock up condition. As a result, defibrillation therapy may have been unavailable, if it was needed. The customer was able to power the device off and back on and continue using it. The patient involved in the reported event is deceased; however, the customer advised physio-control that the device use did not contribute to the outcome of the patient because there was only a 10 to 15 second delay in pacing the patient.